Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered the cycler was emitting smoke and had an electrical burning smell during step 1 of setup for pd treatment. The cycler then powered down. The cycler has not been used since the incident and has been unplugged. There was no power outage or outlet issue. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event. It is unknown if the smoke detector was triggered or if there was visible damage on any parts. The pdrn confirmed that the patient did not report any injury to anyone as a result of the malfunction. The pdrn confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the old cycler had been picked up.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5, d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2008 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler underwent and passed a voltage verification check, a valve actuation test, and a system air leak test. Additionally, a pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. An investigation of the cycler mushroom heads passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered the cycler was emitting smoke and had an electrical burning smell during step 1 of setup for pd treatment. The cycler then powered down. The cycler has not been used since the incident and has been unplugged. There was no power outage or outlet issue. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event. It is unknown if the smoke detector was triggered or if there was visible damage on any parts. The pdrn confirmed that the patient did not report any injury to anyone as a result of the malfunction. The pdrn confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the old cycler had been picked up. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.